Event description:
During troubleshooting, an ocd product specialist observed that the customer obtained negatively biased vitros psa quality control results on (B) (6) and (B) (6), 2009, on a vitros eciq. Biased results of the direction and magnitude observed could lead to inappropriate physician action. No pt results have been questioned and there were no allegations of harm as a result of this event. (B) (4).

Manufacturer narrative:
Ocd field service investigated and replaced the sample metering pump, returning the vitros eciq to expected operation. Following the service activity, the customer has had no add'l occurrences of negatively biased quality control results. The root cause is instrument related.